Manufacturer narrative:
The main component of the system and other applicable components are: product ID :3889, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said the procedure was worse than expected and they experienced pain on their incision area, but they aren't going to complaint as it seems to be working. The next day, patient mentioned not feeling well because of the pain from the incision; the pain has subsided a little. On (B)(6), patient has been happy with the results thus far and said they leaked a little due to a bladder spasm. Two days later, the patient said they only leak when they have a bladder spasm. On (B)(6), patient was sleeping on their back and thinks the lead migrated because they had to turn amplitude up to feel stimulation. It was explained that it is normal to have to adjust amplitude during trial due to body positioning. The patient also mentioned the ache at lead side has not subsided and has become worse. As a result of the event, the patient was advised to notify their healthcare provider (hcp); they have a follow up on the date the call. No further patient complications have been reported as a result of this event.